Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(4). Customer was not concerned about any results we viewed from the meters memory. Customer was concerned about her meter registering lower (90mg/dl) than the test performed at the physicians office (185mg/dl). No adverse event reported.